Manufacturer narrative:
PMA# or 510k#: k012985; k031168 and k050700. For anticipated procedural complication.. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Revascularization and inadequate occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of the left ophthalmic artery aneurysm. The number and model of the coils implanted was not disclosed. Approximately eleven months post procedure; the patient underwent a second procedure to treat the reoccurrence of the aneurysm. No other information was provided